Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Phone number: (B)(6). Device evaluation: product testing could not be performed since the product was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intra ocular lens(iol) was explanted from patient's left eye in a secondary surgical procedure due to patient's visual issues. Additional information was received stating that visual symptoms experienced by the patient was that bilateral optical images are too much. No medical/surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens used is a non-johnson & johnson vision lens. The patient was doing well at the time of discharge. No further information provided.